Manufacturer narrative:
(B)(4). Device passed the displacement test and unexpected restart alarm test. No unexpected restart alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was 95 mg/dl at the time of the incident. Customer reports they were able to clear the alarm. Customer able to complete rewind the insulin pump. Customer states the pump was not stored or not in use for an extended period of time. Customer states the insulin pump alarm did not occurred shortly after inserting a new battery. Customer reported that the insulin pump alarm was recurring during normal use. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.